Event description:
One day post-implant, increase in capture and impedance measurements were observed. A lead fracture near pace/sense pin was suspected. The lead was explanted.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported capture and impedance anomaly. The electrical characteristics of the lead were found to be normal. A stylet insertion test encountered an obstruction, 15 cm from the connector end. X-ray analysis found the distal coil over-torqued, preventing stylet from advancing. The condition of this device was not found to be a result of deficiency in materials or workmanship.